Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issue with battery life, insulin pump showed half battery life left and then all of sudden insulin pump shuts down. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump also had problems with alarms and warnings. The insulin pump will not be returned for analysis.